Event description:
(B)(4). Anxiety; depression; weight gain and weight loss; anemia; painful menstral cycles; heavy menstrual cycle; excessive bleeding during menstrual; sudden bleeding; abdomen blowding; hormone in-balance; no sex drive; uti; muscle cramping; cyatic nerve problems.